Event description:
It was reported that the patient came in for follow-up after he passed out at school. There was a lead warning due to low ventricular lead impedance, and ventricular oversensing in both unipolar and bipolar was noted. Two ventricular high rate episodes were noted and one correlated with the time the patient passed out, however the physician did not think that these were related. He felt there was something going on with the lead. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that impedance readings were greater than 9999 ohms, and there was a suspected lead fracture. The lead was capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: it was reported that the patient came in for follow-up after he passed out at school. There was a lead warning due to low ventricular lead impedance, and ventricular oversensing in both unipolar and bipolar was noted. Two ventricular high rate episodes were noted and one correlated with the time the patient passed out, however the physician did not think that these were related. He felt there was something going on with the lead. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that impedance readings were greater than 9999 ohms, and there was a suspected lead fracture. The lead was capped. No conclusion can be drawn. Impedance, high, lead(s), fracture of. Oversensing, impedance, low.